Event description:
Complaint description: the needle of the catheter broke at the base at the time of puncture, precisely between the cannon and the steel tube of the needle.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4). The complainant that notified anvisa is not identified on anvisa system due to confidentiality reasons.

Event description:
Complaint description: the needle of the catheter broke at the base at the time of puncture, precisely between the cannon and the steel tube of the needle.